Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: obstet gynecol cases rev 2:024. Please see article attached.

Event description:
Title: the outcome of tvt-o procedure with cough test in theatre under local anaesthesia and sedation in women with or without intrinsic sphincter deficiency: retrospective case series of 111 women. The aim of this retrospective study was to assess the outcome of tvt-o procedure performed under local anaesthesia and sedation, with a cough test, on patients with urodynamic stress urinary incontinence with or without intrinsic sphincter deficiency. Between december 2004 and april 2013, a total of 111 women were included in the study. The primary outcome was the resolution of stress urinary incontinence. The secondary outcomes were resolution of urge symptoms, detrusor over activity and occurrence of post-operative complications. Reported complications include urinary retention (n=2), upper thigh pain (n=1.8%) which resolved by 6 weeks, dyspareunia at 6 weeks post-operatively (n=3), and mesh exposure (n=1). In conclusion, the authors' study demonstrated a subjective cure rate of stress urinary incontinence in 99.1% in patients undergoing the tvt-o procedure under sedation and local anaesthesia, performed with cough test in theatre. It shows low rates of urinary retention and high cure rates for symptoms of detrusor overactivity. These results compare favourably to other published studies.